Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous and mildly calcified de novo lesion in the mid right coronary artery. On (B)(6) 2017, the patient presented with a sub-acute myocardial infarction. A 4.0x15mm xience alpine stent was implanted and the patient was discharged on (B)(6) 2017. On (B)(6) 2018, the patient was re-hospitalized with chest pain. An angiogram and optical coherence tomography (oct) confirmed thrombosis. The thrombosis was treated with a thrombus-aspiration catheter, balloon dilatation, and a 3.5x22mm non-abbott stent was implanted. The physician suspected that the stent thrombosis occurred due to the patient not taking dual antiplatelet drug therapy after stenting. No additional information was provided.